Manufacturer narrative:
Patient information was unavailable. During the onsite inspection, the medtronic representative reported that the cycled reboot was completed. Additionally, invalidate home and fluoro/rad gain calibrations were completed. The 2d/3d imaging was confirmed with no issue observed. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the system was experiencing motion issues. There was no patient impact or delay in surgery reported. Additionally, no issues in the surgery was reported.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation of the log files proved to be inconclusive based on the information provided. Though, it is always recommended to hold the 'doorclose' button down until the 'door open' message is cleared from the pendant display; this could be several seconds after door visually appears to be closed.